Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with a 475cc mentor smooth round moderate profile prosthesis (catalog #: 3501680) on (B)(6) 2021.

Manufacturer narrative:
On 19-jul-2021, the suspected medical device was returned for evaluation. On 20-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed two tears (a and b), tear a on the anterior view and tear b on the posterior view, measuring approximately 1.0 cm and 0.5 cm, respectively. Additionally, a line of shell wear was observed within tear a and an area of siltex cracking within tear b. The evaluation determined that the cause of the rupture a is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. The evaluation determined that the cause of the rupture b is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).